Event description:
It was reported via literature article that atrioventricular block occurred. A retrospective study was completed at a single day surgery center between 2020 and 2024 to evaluate the safety and feasibility of ablation for atrial fibrillation in an ambulatory day surgery center in a non-hospital setting. Four hundred and fifty (450) patients were enrolled in the study underwent ablation for atrial fibrillation in a multiprocedural operating theater at an ambulatory surgical center. All procedures were performed under general anesthesia and uninterrupted anticoagulation supplemented by intraprocedural administration of unfractionated heparin. Three hundred fifty (350) patients underwent pulmonary vein isolation using a polar sheath and 28mm polarx cryoablation balloon catheter. Seventy-eight (78) patients underwent pulmonary vein isolation using a faradrive steerable sheath and 31mm farawave pulse field ablation catheter. Twenty-two patients underwent redo pulmonary vein isolation via non-boston scientific radiofrequency ablation catheters. Of the 78 patients that received pulsed field ablation with the faradrive steerable sheath and farawave catheter, one (1) patient required an elective outpatient pacemaker implantation within 30 days of the pfa procedure due to persistent atrioventricular block. No further information on the status of the patient is available.

Manufacturer narrative:
B3: date of event: date of first month study commenced used as event date is unknown. D2: a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Kanthasamy, v., et al. (2025) safety and efficacy of catheter ablation for atrial fibrillation in an ambulatory day surgery center outside the hospital setting. Heart rhythm, volume 22 (8), 1935 to 1945. Doi.org/10.1016/j.hrthm.2025.02.010. With all the available information, boston scientific (bsc) concludes: investigation summary: although the product was not returned it was determined that arrhythmia including heart block is a known inherent risk of use of the farawave catheter. Device history record review the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave IFU lists arrythmia as a known potential adverse event associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the event of heart block was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that a patient that underwent a pulse field ablation procedure using a farawave catheter experienced persistent atrioventricular block and required implantation of a pacemaker. Arrythmia, including heart block, is a known potential adverse event associated with the use of the farawave catheter.

Event description:
It was reported via literature article that atrioventricular block occurred. A retrospective study was completed at a single day surgery center between 2020 and 2024 to evaluate the safety and feasibility of ablation for atrial fibrillation in an ambulatory day surgery center in a non hospital setting. Four hundred and fifty (450) patient were enrolled in the study underwent ablation for atrial fibrillation in a multiprocedural operating theater at an ambulatory surgical center. All procedures were performed under general anesthesia and uninterrupted anticoagulation supplemented by intraprocedural administration of unfractionated heparin. Three hundred fifty (350) patients underwent pulmonary vein isolation using a polar sheath and 28mm polarx cryoablation balloon catheter. Seventy eight (78) patients underwent pulmonary vein isolation using a faradrive steerable sheath and 31mm farawave pulse field ablation catheter. Twenty two patients underwent redo pulmonary vein isolation via non boston scientific radiofrequency ablation catheters. Of the 78 patients that received pulsed field ablation with the faradrive steerable sheath and farawave catheter, one (1) patient required an elective outpatient pacemaker implantation within 30 days of the pfa procedure due to persistent atrioventricular block. No further information on the status of the patient is available.

Manufacturer narrative:
B3. Date of event: date of first month study commenced used as event date is unknown. D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Kanthasamy, v., et al. (2025) safety and efficacy of catheter ablation for atrial fibrillation in an ambulatory day surgery center outside the hospital setting. Heart rhythm, volume 22 (8), 1935 to 1945. Doi.org/10.1016/j.hrthm.2025.02.010. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.